Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The e-fault was intermittent and switched to permanent after two reactivations. Ce and tm arrived in (B)(6) on (B)(6) 2016. E-fault troubleshooting without any result, x-ray was performed with no evidence of an internal problem with the driveline. The e-fault was still present with the possible causes: recessed pin inside the connector, controller malfunction or contamination. The possible repair options have been discussed with the clinical staff, due to the fact that the patient had no own heart function, no ao valve opening. It was agreed by the clinical team to start with a splice repair on (B)(6) 2016, this was done to minimize the risk of an extended pump off time: if a controller exchange would not have been successfully. And the pump would not start on single stator mode if a recessed pin caused the e-fault or caused by a connector cleaning procedure in case of contamination. Ce and territory manager (tm) went to the o.r. On (B)(6) 2016. And ce started the splice repair, while removing the outer sheath the inner lumen was cut with the x-acto knife followed by a pump stop. Pump did not restart by reconnecting to (B)(4), switched to backup controller (B)(4) and pump started successfully on dual stator. Driveline-connector was without any abnormalities, no recessed pins/no contamination. Ce, tm and clinical staff inspected the motor wires, no damage of the insulation was observed, e-fault troubleshooting was performed again without any result. It was decided to not complete the splice, because there was no visible damage on the dl wires and no e-fault occurred during the e-fault troubleshooting procedure. The damaged lumen was filled with medical rtv and the outer sheath was repaired by following a sheath repair procedure. The controller was exchanged with no reported consequences or impact to the patient. There have been no further issues with the driveline. No additional information provided. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Cautionary statement- safety and effectiveness in persons less than 18 years of age and in persons with a bsa of less than 1.5 m2 have not been established. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient experienced electrical faults on the controller while they were in the hospital.

Manufacturer narrative:
The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed seven (7) electrical fault alarms on (B)(6) 2016 from 07:09:08 to 09:42:34. The electrical fault alarms were the result of an open rear phase, front over current trip, rear stator not connected, and a motor failure. Two high watt alarms were recorded during the same period and were likely the result of the electrical fault alarm, which caused the pump, (B)(4), to run on a single stator. Analysis of the device revealed that the device passed visual examination but failed functional testing due to continuous electrical fault alarms, high watt alarms and an inability to start a motor fixture. The controller was able to start a pump in a glycerol solution, which allowed the controller to start the pump on single stator. Supplemental testing revealed that the pulse width modulation signal on the pump motor controller (pmc) integrated circuit was not outputting the expected signal. This prevented the controller from properly running the pump. As a result, the most likely root cause of the reported event can be attributed to a faulty pmc integrated circuit.